Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customers blood glucose level. Troubleshooting was started, however, tandem technical support replaced the pump as part of the troubleshooting process.